Manufacturer narrative:
One i3 unit model cm1100 and one i3 accessories set were returned. The reproduced error was not reproduced during analysis, but was confirmed via review of merlin.net logs. Additionally, further testing confirmed the cause was an incompatible compact flash. The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.